Manufacturer narrative:
Additional information: additional narrative philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. The customer tried to turn the breaker off and on, but there was no response. Analysis of the system log files showed issues related to the power distribution unit (pdu). Upon troubleshooting, fse confirmed a failure in the ac to dc converter board of the device power supply board. To resolve the issue, fse replaced the pdu fan try and direct current power supply (dcps) in the main cabinet power supply unit. The defective part was returned to philips for failure analysis. The cause of the failure of pdu fan tray and dcps was found to be 24v power supply unit (psu). After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit (pdu) fan tray along with the dc power supply (dcps) and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. The customer tried to turn the breaker off and on, but there was no response. Analysis of the system log files showed issues related to the power distribution unit (pdu). Upon troubleshooting, fse confirmed a failure in the ac to dc converter board of the device power supply board. To resolve the issue, fse replaced the pdu fan try and direct current power supply (dcps) in the main cabinet power supply unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.